Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The facility reported a colleague infusion pump with failure code 810:11. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
Customer reportedly received results of 400 mg/dl and 180 mg/dl within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.